Event description:
A letter was rec'd from a pt stating after a breast biopsy, the pt developed an infection which evolved into fibromyalgia. This was diagnosed by physicians at the mayo clinic. No further info was provided.